Event description:
During a device exchange procedure, following the implant of the new device, the r wave sensing was low and high pacing impedance was observed. Technical support was contacted and recommended diagnostic imaging and further investigation. A revision procedure was performed and it was observed that when the device was implanted the right ventricular (rv) lead was inserted in to the left ventricular (lv) port of the device and the lv lead was inserted into the rv port of the device. The rv and lv leads were placed into the correct ports of the device header and the event was resolved. The patient was stable.